Event description:
The complainant stated the head of bed is not working. It cannot be raise or lowered and is elevated to 45 degrees.

Manufacturer narrative:
The technician isolated the issue to the gas cylinder failing. He replaced the gas cylinder to repair the stretcher.